Event description:
It was reported that difficult to advance into artery occurred. The patient anatomy contained significant tortuosity. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced a few centimeters into the patient's femoral artery when resistance was encountered. The 14f isleeve introducer sheath was removed and a 16f dilator was placed. The 14f isleeve introducer sheath was then re-inserted and advanced to the desired location. A safari2 guidewire was advanced and positioned. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced over the safari2 guidewire. Resistance was encountered advancing the acurate neo2 tf ds through the 14f isleeve introducer sheath, however the physician was ultimately able to progress to the native aortic annulus. The physician suspected the difficulty advancing was due to the tortuosity. Once the acurate neo2 tf ds with loaded acurate neo2 valve was at the desired location, the physician observed a slight separation between the lower crown of the acurate neo2 valve and the stent holder of the acurate neo2 tf ds. The physician decided to perform valve release under pacing. At the start of initial release, the lower crowns pre-maturely opened. The acurate neo2 valve was fully released in the intended location and no additional intervention was required. The next day the patient was noted to be recovering well and expected to be discharged the next day. The physician suspected the cause of the event was either due to human error during loading of the acurate neo2 valve into the acurate neo2 tf ds or excessive force applied when advancing the acurate neo2 tf ds through the isleeve due to the tortuosity.